Event description:
Pt had a femoral-popliteal bypass in 1994. Pt presented on 6/3/1999 with pain and swelling mid-thigh. On angiography, it appeared to be a pseduoaneurysm. Upon opening, it was discovered that there had been a non-anastomotic radial disruption of the graft. An interpostition graft was placed and the pt appears to be doing well.